Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw = 2.8c. The unit passed displacement test. The middle portion of the left belt clip rail broke off. The unit was received with a small missing piece of the battery threads and a short hairline crack in the battery threads which extends downwards from it. Inserted a test p-cap into the retainer ring, and it locked in place properly. Finally the display window cover is missing, and the middle (enter) keypad button is cracked.